Manufacturer narrative:
The patient was enrolled in the (B)(4) study on (B)(6) 2007 with a lesion in the left carotid artery. The lesion was eccentric, moderately calcified and mildly tortuous with 90% stenosis. The lesion was 10mm in length and the vessel was 6mm in diameter. An angioguard was placed and a precise stent was implanted. The procedure was successfully completed. The patient was discharged the next day on aspirin and clopidogrel. It was noted that the patient had a monthly follow-up on (B)(6) 2007 and was still taking aspirin and clopidogrel without any complaints. Approximately four months post index procedure, the patient expired. The cause of death was noted as pneumonia. This event was deemed to be unrelated to any cordis product. The adjudication minutes received (B)(6) 2011 note that although the contributing etiology for the patient's death as identified per the patient's family was other: medical (pneumonia) it has been adjudicated as neurological in origin and that it was related to the precise stent. Per the adjudication the circumstances of the patient's death are unknown and no medical records were provided. To better reflect the adjudication determination "death" will be added to the file as a reportable event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13278695 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately four months post index procedure the patient expired. The cause of death was noted as pneumonia. However, additional information that was received adjudicated this as neurological in origin and related to the precise stent. The patient was enrolled in the (B)(6) on (B)(6), 2007 with a lesion in the left carotid artery. The lesion was eccentric, moderately calcified and mildly tortuous with 90% stenosis. The lesion was 10mm in length and the vessel was 6mm in diameter. An angioguard was placed and a precise stent was implanted. The procedure was successfully completed. The patient was discharged the next day on aspirin and clopidogrel. It was noted that the patient had a monthly follow-up on (B)(6), 2007 and was still taking aspirin and clopidogrel without any complaints.